Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results found that one device was returned with no visual non-conformances and with a cartridge pan found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the device would not staple and would not cut. With the first cartridge (ecr60d, lot number unknown), the firing was not possible. The device could be opened and removed from the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.